Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call that the customer was hospitalized with low blood glucose. The customer over delivered insulin by accident while changing the set for the first time. Blood glucose at the time of admission was 38 mg/dl; reading at the time of the call was 45 mg/dl. Nurse requested an appointment with the trainer. Customer was called back on (B)(6) 2015 to follow up. The customer explained that she changed the infusion set and reservoir and was connected while trying to purge the air bubbles out of the reservoir and delivered 300 insulin units by accident. Blood glucose value prior to the incident was over 100 mg/dl. Customer was advised that trainer visit was arranged for her to get assistance with changing the set.